Event description:
Caller reported an issue with the incorrect time display on the pump. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support in updating the pump time and was advised to monitor for any recurring discrepancies greater than five minutes. Caller understood and acknowledged the instructions.